Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, it was difficult for the ventricular lead to cross the valve. After repeated attempts, it posit ioned in the ventricular septum, and screwed out the helix behind heart apex to test the parameters. The lead exhibited high thresholds. The surgeon suspected that there was a problem with the lead itself. The lead was removed from the body and the helix had no obvious damage, but it was difficult to screw out. The lead was attempted, not used and replaced. No patient complications have been reported as a result of this event.